Event description:
Boston scientific received information that this right ventricular lead exhibited undersensing and was dislodged, which was found out through fluoroscopy. This rv lead was explanted. No adverse patient effects were reported. Additional information indicated that the lead exhibited low r wave amplitudes.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis revealed abrasion marks along the lead body which were caused most likely due to an interaction with a nearby lead. The insulation was found intact. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.